Manufacturer narrative:
During follow-up, the patient said the t12 catheters did not contribute to the problem and had no defects or malfunction. She reported experiencing bleeding, a bad uti, and an inability to urinate or drain her bladder which resulted in the hospitalization. The patient also reported reuse of the catheter that may have contributed to her getting an infection.

Event description:
Intermittent catheter patient (user) said she was in the hospital last week with a urinary tract infection (uti) and she said the doctor said she has been getting multiple uti's because of self-catheterization. She also said she's experienced some bleeding and was unable to urinate for two days. During follow-up, the patient said she was prescribed an antibiotic and is still taking it, and will be following up with her doctor.